Event description:
Terry dorris found, ground prong broken off, will performing preventive maintenance and there were no reported injuries. Terry dorris replaced the ac plug and this resolved he loss of ground.